Event description:
It was reported that during a lap assisted vaginal hysterectomy procedure, the device was taking longer than usual to cut through tissue and also the jaws of the instrument seemed stiff and were not opening up easily every time. Another device was opened up worked better to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.